Manufacturer narrative:
Rwmic will follow up with the user facility and manufacturer to obtain additional and missing information. Rwmic considers this case open.

Event description:
On november 02 and 07 of 2018, the user facility reported the following to richard wolf medical instruments (rwmic): for about 1-1.5 years the facility has had a difficult time thoroughly cleaning the motor hand pieces (part number 8565.021); tissue is found within the device even after extensive cleaning. On november 10, 2018 the sales representative reported that had visited the facility on (B)(6) and (B)(6) 2018, to walk through the device cleaning process. After cleaning the device themselves, the sales representative observed that there was tissue left inside the hand piece. Motor hand piece (part number 8564.021/serial number (B)(4)) - MDR 1418479-2018-00044. Motor hand piece (part number 8564.021/serial number (B)(4)) - MDR 1418479-2018-00045. Motor hand piece (part number 8564.021/serial number unknown) - event date (B)(6) 2018 - MDR 1418479-2018-00046. Motor hand piece (part number 8564.021/serial number unknown) - event date (B)(6) 2018 - this MDR. All other unknown occurrences will be captured in MDR 1418479-2018-00048. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? No. Specifically, was the device being used on a patient when the issue occurred? No. Was there any injury or illness to patient or other personnel due to issue? N/a. Did the issue cause a delay in the procedure being performed that put the patient at risk? N/a. Was there a similar back-up device available for use? N/a. Was the scheduled procedure completed? N/a. How was the patient anesthetized? Not applicable.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with new information: results of the device investigation (see below). Adverse event codes (h6) were updated. Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. This MDR is being submitted as part of an ongoing retrospective review (remediation) of prior files by rwmic. The device was received and evaluated by rw gmbh. According to the investigation report: product appearance: used complaint condition verified: no, no tissue observed, see conclusion repeat repair: no. Med specifications: yes. Test method: visual, functional, electrical means. Equipment used: tested according to our test instructions pa01-001-8443 and the channels were inspected with a thin edoscope. Probable root cause: other, see conclusion below. Physical finding: when checking the handpiece, th ecomplaint described by the customer, tissue stuck in the handpiece, could not be found. Conclusion: the customer complaint, tissue in the handpiece could not be reconstructed. Root cause could not be determined. Complaint valid: no error can be detected. Action required: other, no repair service necessary . Device labeling (ga-a238) was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed, IFU contains directions for reprocessing and maintenance of the the device: 7.2.1 maintenance intervals: important! To avoid any incidents or damage caused by aging and wear it is necessary to service the product and the accessories at adequate intervals. Depending on the frequency of use, but at least once a year, have an expert check the functional and operational safety of the equipment. 7.3 reprocessing procedure important! Disinfectants containing peracetic acid without corrosion protection, phenoles or chlorine components must not be used for the reprocessing of richard wolf products. Strictly adhere to the maximum immersion time in the disinfectants used, as described by the manufacturers. Important! 'When used as intended following the instruction manual, it is not necessary to limit the number of permissible reprocessing cycles. 'Careful and gentle handling of medical products during the entire reprocessing process has an essential influence on the service life of the products. 'Before returning defective products for repair, they must have been subjected to the entire reprocessing cycle. 'The user must make sure that the reprocessing process including the resources, materials and personnel is suitable for yielding the required results. Important! Do not sterilize the products in hot-air sterilizers. Important! Do not clean plastic parts with metal or sharp-edged tools (such as sharp edged brushes). Note: machine cleaning is to be preferred. Manual cleaning / disinfection can be carried out if there is no possibility of machine cleaning/disinfection. Rwmic considers this MDR closed. Should rw receive new information, a follow-up report will be submitted.

Event description:
The purpose of this submission is to report the results of the device investigation. See manufacturers narrative (h10).